Event description:
A malfunction alarm was reported, marked as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer service provided information on resetting the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.